Event description:
It was reported that after several attempts attempting catheter placement, several which the catheter went caudal instead of cephalad, the physician noticed that the tip of the catheter appeared broken. A different catheter was successfully implanted. There were no patient injuries or symptoms as a result of this event. This device system delivered morphine.

Manufacturer narrative:
Analysis of the catheter noted the return consisted of the distal portion of the ascenda (called segment 1) along with its guide wire. A small bend was noted with segment 1 of the catheter; located at the second set of dispensing holes. This bend in the catheter corresponded to the significant bend in the guide wire that was found at 0.7 centimeters (cm) from its distal tip. Also of note was damage to the windings of the guide wire in the area where the bend occurred. The guide wire was possibly bent after coming in contact with a solid part of the patient¿s anatomy as it was being inserted into the intrathecal space. Once the guide wire was bent, the catheter was likely difficult to place. It was noted that there was no break to the catheter only the bent area previously mentioned.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.